Event description:
Complaint coordinator rpeorted a death of a homechoice pro apd home patient that is being investigated by the coroner's office. According to the complaint coordinator, the peritoneal dialysis unit manager indicated that the patient was extremely non-complaint with peritoneal dialysis therapy and medications and "may have been non-complaint for years". The healthcare professional is not implicating the homechoice in this event. The coroner contacted the peritoneal dialysis unit and indicated that the cause of death appears to be not related to the homechoice pro device. At this time, however, the definitive cause of death has not been provided.

Event description:
Follow up with the canadian national complaint coordinator (cc) reveals that the homechoice home pt (hp) had expired at home. Cc relates that follow up with the hp's heath care professional reveals that an autopsy was performed on the hp and the coroner's investigation revealed nothing unusual or unexpected had occurred. According to the cc, she has no further details regarding incident or cause of death to provide.